Event description:
Please see maude event report form #(B)(4), attached to this report.

Manufacturer narrative:
(B)(4). Information was not provided by the initial contact information is unavailable. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis. The following information was requested, but unavailable: was the device being activated at time of issue? Any issue noted in the insulation of the shaft? Can the origin of arc be identified? Do you feel it arced off of the scope or device? Were the two devices connected at the time of issue? Was either device inserted through a trocar at the time of incident? Was the device reprocessed? What is the size and shape of burn? What is the severity of burn? (1st, 2nd or 3rd degree) how was the burn treated? Are there any pictures?